Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer was provided with a replacement device under warranty. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was sent to physio-control failure analysis center and was further evaluated. Physio-control verified the reported failure and observed that the internal hlc batteries were depleted. The analog pcb assembly was further evaluated and it was determined that the cause of the reported failure was due to a diode, designator cr24 which was leaking current.

Event description:
It was reported that the device had the charge-pak, service wrench and attention icons illuminated in the readiness display. Therefore, the device may not provide defibrillation therapy if needed. There was no patient use associated with the reported event.